Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately a month ago, the customer was admitted into the hospital for a blood glucose (bg) level of 1100 mg/dl. The customer was treated with intravenous insulin, and this resolved the issue with no permanent damage. The customer was unable to recall the date of release from the hospital. Reportedly, the customer had attempted to deliver a bolus with the pump using the quick bolus feature; however, the bolus was not being entered into the quick bolus menu and the customer was unable to deliver a bolus. The customer confirmed that the quick bolus settings was turned on. It was reported that after the customer arrived at the hospital, the quick bolus feature had been functioning as intended. Tandem technical support requested to perform troubleshooting regarding the reported issue; however, the customer declined.